Event description:
O.r. Table checked for lock position. Patient transferred self onto table. Patient was secured with safety strap across thighs and both arms on armboards when or table tilted to its side. Multiple staff were beside the patient to stabilize back to appropriate position. All mechanisms were checked without findings. Patient was kept in flat position by multiple team members until we were able to transfer patient onto a new or table.